Manufacturer narrative:
Distributor information: hospira inc. Us service center, (B)(4), exemption number, e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.

Event description:
The event was reported by a customer from (B)(6): "uncontrolled boluses infusion - m.streiff came to the knowledge of three feedbacks as regards sapphire mt pumps used in pca mode, in ambulatory for morphine infusions. The pumps are in bags or in wallets. Uncontrolled boluses infusion. The touch panel keys "bolus" and "ok"(the confirmation) on the screen were pressed in the bag for one "shot", but not by the patient intentionally. Unwanted boluses were delivered (no bolus delivered during the refractory period) very high dissatisfaction of the client, who heavily requires an enduring solution in order to be able to use sapphire devices in complete safety in bags or wallets. Increased risk of the patients: the bolus administration was impossible because of the refractory period, even though the necessity was real. Risks: increasing risks of dependence. Concerning the potential effects of morphine: loss of alertness. May lead to accidents if the patient is performing an activity which requires concentration, such as driving a car increased risk. Type of drug: morphine. Patient involvement: yes." Additional information received from the customer: " kindly acknowledge what human harm caused and what is the condition of the patient? The bolus was administered earlier than it should have been, and the patient could not receive the bolus when desired. The patient is doing well. If possible, please provide the amount of unintended bolus that delivered to the patient? Once please clarify if q core bags were used or other bags and wallets? Q core bags were used. Was the screen on locked state when the pump was in the bag? Yes. Administration set used (type and lot number): ap424."